Manufacturer narrative:
The tip was returned and evaluated. The tip passed the leak test, as well as the visual inspection. No dents, scratches, blemishes, or dielectric breakdown was observed. The tip passed the thermistor test. No functional test was performed due to the tip being expired. Data logs were also reviewed and concluded that the system and handpiece performed as expected. The plant evaluation is underway.

Event description:
A user facility reported rashes and blisters on a patient's face while using the thermage flx tip. The exact location of injury is on both sides of the upper and lower cheeks. Available images were reviewed by our medical reviewer and hyperpigmented post inflammatory lesions are visible on both sides of the face. With approximately 400 pulses completed, the customer stated they started experiencing tip too warm codes. The practitioner waited a few seconds before proceeding with the treatment and the error message was not there. The practitioner slowed down the technique and lowered the energy level and was able to continue treatment. Lidocaine topical cream was administered prior to the treatment. The patient's current status is noted as discoloration and black spots. Approximately 20 ml of solta medical croygen and coupling fluid were used during this treatment. No other treatments (besides thermage) were being performed in the same area where symptoms were reported and the patient has not undergone any other treatments in the same symptom area within the past 30 days. The treatment tip surface inspected prior to use and nothing unusual was noted. The treatment tip surface was inspected during the treatment at approximately every 50 pulses. This is also the first time this treatment tip was used.

Manufacturer narrative:
The plant evaluation was performed and no issues were found during the evaluation of the treatment tip. The datacard log showed "tip too warm" and "treatment tip temp high" errors that occurred during treatment. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the system and handpiece performed as expected. The datacard log confirmed the customer¿s account of tip too warm error (ec78c) occurring during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. According to thermage flx user manual (B)(4) rev. A), blisters are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all the requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device there is no CAPA is required, since there is no non-conformance. This complaint type is identified within risk analysis and performing within the anticipated rate.